Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue earlier by changing the infusion set and cartridge, and plans to contact their healthcare network to swap out the insulin type. Meanwhile, the customer is using multiple daily injections.